Event description:
Ous MDR. During fixation of the lead by using a fixation sleeve, the ligature had cut the body in silicon rubber. The lead was not implanted.

Manufacturer narrative:
Ous MDR. The split fixation sleeve could be confirmed. Splitting the fixation sleeve as well as deforming the lead body at this section requires the presence of excessive mechanical forces. Because there was no evidence of a material or manufacturing problem, the origin of the mechanical forces in unknown. Mechanical stress while fixating the sleeve should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.